Event description:
Toothbrush head (has progressively gotten loose) fall off or slip up off the metal bit its seated on - oral-b [device breakage]. Toothbrush head has progressively gotten loose doesn¿t seem to be sealed tight - oral-b [device connection issue]. Case narrative: consumer via chat stated that the oral-b toothbrush head progressively got loose as they were brushing their teeth, and would fall off/slip up off of the oral-b genius toothbrush, model 3765 (suspect product lot: bdo01220920), metal bit that it was seated on. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Manufacturer narrative:
10-mar-2023 product investigation results: product return was received and evaluated. No failure could be identified, the product is according to specifications.

Event description:
Toothbrush head (has progressively gotten loose)...fall off or slip up off the metal bit its seated on - oral-b [device breakage] toothbrush head has progressively gotten loose...doesn¿t seem to be sealed tight - oral-b [device connection issue] case narrative: consumer via chat stated that the oral-b toothbrush head progressively got loose as they were brushing their teeth, and would fall off/slip up off of the oral-b genius toothbrush, model 3765 (suspect product lot: bdo01220920), metal bit that it was seated on. No injury was reported. 24-jan-2023 amendment from information initially received on 10-jan-2023: the suspect product lot was bd001220920. No injury was reported.